Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-19 (B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient mentioned that she needed help turning her implant off because she has had problems with EKG results and her device causes havoc when she has the device on. Patient stated that every time she goes in for an EKG it totally scrambles and the hospital will not do it unless there is a clear EKG. Patient stated that last time she went to have an EKG she was not able to turn her device off and the EKG was scrambled. There was no symptom reported. There were no further complications reported at this time.